Event description:
A medline ultrasorb underpad being used under a burn patient turned blue, appeared to be wicking the blue chemical from the pad into and through the dressings. This reaction was replicated using a clean dressing, clean pad and the sulfamylon. Another type of pad was then used, and the patient did not appear to be harmed.